Event description:
It was reported that prior to procedure, the device prompted an error code 1412 (hv chargeable power pack not ready: please restart device or call service.) The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.